Event description:
In 2002 the pt received a total hip replacement comprised of a femoral stem, femoral head, acetabular cup, and polyethylene cup insert. Recently the pt was found to have an osteolytic lesion around the stem, potentially caused by polyethylene wear from the insert. In 2004 the stem, liner and insert were revised.